Event description:
During index procedure the patient had two endeavor sprint drug-eluting stents implanted in the rca. It is reported that a dissection occurred during the index procedure. Approximately 27.5 months post index procedure the patient underwent a target vessel revascularization of the rca due to restenosis. The lesion was treated with an unknown brand drug-eluting stent. The procedure was successful. Investigator assessed that the reported event was probably related to the study device.

Manufacturer narrative:
Results: dissection. Conclusions: dissection. (B)(4).